Manufacturer narrative:
(B)(4) . Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, around (B)(6) , the patient was getting ready for dinner when he suddenly passed out and stopped breathing. The patient¿s friend saw the patient and started performing CPR (cardiopulmonary resuscitation). Emergency medical services was also called. No one looked at the patient¿s cgm device during this part of the event. Ems arrived and transported the patient to the emergency room. Since the patient was unconscious, he was unaware of what medication or treatment he may have received by ems. At the ER, the patient¿s bg meter reading was taken but no specific value could be recalled. The patient stated that his cgm was providing ¿low readings¿ however, he never received an alert notifying him of his hypoglycemic state. The patient also had an EKG (electrocardiogram) done. The patient stated he did not receive any medication while in the ER. The patient was discharged home approximately 7 hours later. The patient was ¿doing fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.